Event description:
Anchor broke at eyelet level during insertion. Dr used a grasper to remove as much of the anchor from the joint as possible then inserted 2 more anchors without any issues. The piece remaining would have been from the eyelet on the anchor to the nose of the anchor. Prepared hole with tfix ab 5.0 tap. Bone quality was good.

Manufacturer narrative:
The device has not been returned to s&n for eval. (B) (4)